Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 5067569,959224) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included insomnia. Concurrent conditions included mitral regurgitation, gerd and depression. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cortisol abnormal ("autoimmune issues: cortisol issues"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/tooth degrading"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), chloasma ("browing on my face in spots meliosma"), fatigue ("fatigue"), premenstrual syndrome ("increased pms"), uterine pain ("uterus pain"), arthralgia ("hip pain"), back pain ("lower back pain"), pain in extremity ("left arm pain"), feeling abnormal ("mental fogginess") and complication of device insertion ("at the time of the essure procedure there was significant difficulty with placing the devices"). The patient was treated with surgery (laparoscopy, removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cortisol abnormal, hypersensitivity, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, chloasma, premenstrual syndrome, pain in extremity and complication of device insertion outcome was unknown and the tooth disorder, weight increased, alopecia, fatigue, uterine pain, arthralgia, back pain and feeling abnormal had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, chloasma, complication of device insertion, cortisol abnormal, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, premenstrual syndrome, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product lot number received and indication added. New events: abnormal vaginal bleeding, menorrhagia, spot on face, fatigue, increased pms uterus pain, hip pain, lower back pain, left arm pain, mental fogginess and significant difficulty with placing the devices added. Events outcome, lab data added. Event autoimmune issues updated to cortisol issues. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 5067569,959224) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included insomnia. Concurrent conditions included mitral regurgitation, gerd and depression. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cortisol abnormal ("autoimmune issues: cortisol issues"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/tooth degrading"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), chloasma ("browing on my face in spots melisma"), fatigue ("fatigue"), premenstrual syndrome ("increased pms"), uterine pain ("uterus pain"), arthralgia ("hip pain"), back pain ("lower back pain"), pain in extremity ("left arm pain"), feeling abnormal ("mental fogginess") and complication of device insertion ("at the time of the essure procedure there was significant difficulty with placing the devices"). The patient was treated with surgery (laparoscopy, removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cortisol abnormal, hypersensitivity, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, chloasma, premenstrual syndrome, pain in extremity and complication of device insertion outcome was unknown and the tooth disorder, weight increased, alopecia, fatigue, uterine pain, arthralgia, back pain and feeling abnormal had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, chloasma, complication of device insertion, cortisol abnormal, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, premenstrual syndrome, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 959224,5067569-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included insomnia. Concurrent conditions included mitral regurgitation, gerd and depression. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cortisol abnormal ("autoimmune issues: cortisol issues"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/tooth degrading"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), chloasma ("browing on my face in spots melisma"), fatigue ("fatigue"), premenstrual syndrome ("increased pms"), uterine pain ("uterus pain"), arthralgia ("hip pain"), back pain ("lower back pain"), pain in extremity ("left arm pain"), feeling abnormal ("mental fogginess") and complication of device insertion ("at the time of the essure procedure there was significant difficulty with placing the devices"). The patient was treated with surgery (laparoscopy, removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cortisol abnormal, hypersensitivity, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, chloasma, premenstrual syndrome, pain in extremity and complication of device insertion outcome was unknown and the tooth disorder, weight increased, alopecia, fatigue, uterine pain, arthralgia, back pain and feeling abnormal had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, chloasma, complication of device insertion, cortisol abnormal, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, premenstrual syndrome, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Kindly note that given batch number 5067569 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 959224,5067569-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included insomnia. Concurrent conditions included mitral regurgitation, gerd and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 4 months 11 days after insertion of essure, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced alopecia ("hair loss") and premenstrual syndrome ("increased pms"). In 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cortisol abnormal ("autoimmune issues: cortisol issues"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/tooth degrading"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), migraine ("migraines"), chloasma ("browing on my face in spots melisma"), uterine pain ("uterus pain"), arthralgia ("hip pain"), back pain ("lower back pain"), pain in extremity ("left arm pain"), feeling abnormal ("mental fogginess"), complication of device insertion ("at the time of the essure procedure there was significant difficulty with placing the devices") and neuralgia ("nerve pain down my left arm and left hip and my musclein my inner left thigh"). The patient was treated with surgery (laparoscopy, removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cortisol abnormal, hypersensitivity, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, chloasma, premenstrual syndrome, pain in extremity, complication of device insertion and neuralgia outcome was unknown and the tooth disorder, weight increased, alopecia, fatigue, uterine pain, arthralgia, back pain and feeling abnormal had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, chloasma, complication of device insertion, cortisol abnormal, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, migraine, neuralgia, pain in extremity, pelvic pain, premenstrual syndrome, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-apr-2014: total bilateral occlusion. Kindly note that given batch number 5067569 is invalid concerning the injuries reported in this case, the following one/ones reported via social media : neuralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2018: social media received: added new event neuralgia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/stabbing pelvic pain') in a 35-year-old female patient who had essure (batch no. 959224,5067569-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia. Previously administered products included for an unreported indication: zoloft in 2007. Concurrent conditions included mitral regurgitation, gerd and depression. Concomitant products included ascorbic acid;ergocalciferol;nicotinamide;retinol palmitate;riboflavin;thiamine mononitrate (multivitamin 6), fluoxetine hydrochloride (prozac) and lorazepam (ativan) from 2011 to 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue"), 4 months 11 days after insertion of essure. In 2015, the patient experienced alopecia ("hair loss") and premenstrual syndrome ("increased pms"). In 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/tooth degrading/teeth breaking"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), chloasma ("browing on my face in spots melisma"), uterine pain ("uterus pain"), arthralgia ("hip pain"), back pain ("lower back pain"), pain in extremity ("left arm pain"), feeling abnormal ("mental fogginess"), complication of device insertion ("at the time of the essure procedure there was significant difficulty with placing the devices"), neuralgia ("nerve pain down my left arm and left hip and my muscle in my inner left thigh"), pain ("body aches"), headache ("headaches"), malaise ("general feeling of unwell"), myalgia ("muscle pain"), palpitations ("palpitations"), abdominal distension ("bloating"), muscle tightness ("muscle tightness") and asthenia ("body weak") and was found to have cortisol abnormal ("autoimmune issues: cortisol issues") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cortisol abnormal, hypersensitivity, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, premenstrual syndrome, pain in extremity, complication of device insertion, neuralgia, pain, headache, malaise, myalgia, palpitations, abdominal distension and asthenia outcome was unknown and the tooth disorder, weight increased, alopecia, chloasma, fatigue, uterine pain, arthralgia, back pain, feeling abnormal and muscle tightness had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, asthenia, back pain, chloasma, complication of device insertion, cortisol abnormal, depression, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, malaise, menorrhagia, migraine, muscle tightness, myalgia, neuralgia, pain, pain in extremity, palpitations, pelvic pain, premenstrual syndrome, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Kindly note that given batch number 5067569 is invalid. Concerning the injuries reported in this case, the following ones reported via social media : neuralgia, pain, headache, malaise, myalgia, palpitations, abdominal distension, muscle tightness and asthenia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: information received via social media record received. Events¿ body aches, headaches, general feeling of unwell, muscle pain, palpitations, bloating, muscle tightness, and body weak¿ were added. Event " genital bleeding" seriousness criterion was updated to non-serious. Event" melasma" outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, hypersensitivity, tooth disorder, depression, anxiety, weight increased, migraine and alopecia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, hypersensitivity, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.